Manufacturer narrative:
The manufacturing location for this product is scientific device labs. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in sparks, md has been listed in sections d3 and g1 and the sparks FDA registration number has been used for the manufacture report number. D4: medical device expiration date: unknown. H4: device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd bbl¿ mycoprep¿ kit, 75 ml that the expiration date was one day off. No further information was provided because the product was immediately discarded. There was no health impact or consequence reported.